Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: twelve (12) sample was received. Sample consist in twelve (12) cassette products from part number 21-7302-24 and lot number 4116347. Samples were received in its original packaging closed in unused conditions and inside in the original shelf carton. Visual inspection results: the samples didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: as part of the investigation twenty (20) samples were filled with 100 ml of water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the twelve (12) samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. No actions taken were performed since the complaint was not confirmed. However, per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on april 30, 2021 under ncr-000554.

Event description:
It was reported that a pump will not recognize a smiths medical cassette is not recognized by the pump; infusion starts normally, after 10 - 50 % of the volume the error message "pump not recognized" appears. No adverse patient effects were reported.